Event description:
It was reported that pump displayed recurring malfunction alarm 12-0x2071, with no notable events occurring before the issue and no blood glucose information available at the time of the event. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to replace pump, confirmed pump serial number and shipping address, received instructions for storage mode and return of problematic pump within 10 days, and a replacement pump was arranged under warranty while the customer declined to share information about backup insulin therapy.